Manufacturer narrative:
D3: correction. H3 and h6. Codes: updated. Device evaluation: the complaint was confirmed/duplicated. The cause was debris stuck in gear mechanism preventing rotation. After cleaning the unit, the motor test passes with no issues. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error code 41622 during testing. There was no patient involvement.